Manufacturer narrative:
This supplemental report is being submitted to provide correction to h2 as it was not addressed in the original emdr. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.